Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, 80% stenosed, de novo, distal right coronary artery (rca), after lesion pre-dilatation, a 2.5 x 23 mm xience prime stent delivery system (sds) was advanced, but could not cross the lesion due to the anatomy. After several unsuccessful attempts to advance, support was lost and the proximal shaft broke. The stent delivery system was removed and a 2.5 x 23 mm xience xpedition was implanted, successfully. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported shaft detachment was confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.